Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced tissue erosion on the right eye (od) at 5 month post op exam. A brief description from the surgery center indicated the patient came in complaining of pain and foreign body sensation. The patient chief complaint was that of waking up in the morning with pain and foreign body sensation and claims there was no rubbing of eye or trauma on the right eye. The surgery center indicated the patient had experienced loss of best corrected visual acuity (bcva). Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 2.00 x -3.75 x 162, left eye pre-op 20/20 -1.00 x -1.25 x 165. Post-op; bcva distance from 12/05/2016 right eye post-op 20/40 left eye post-op 20/30 post-op; bcva from 1/12/2017 right eye post-op 20/ 1.50 x .00 x 90 left eye post-op 20/25 .00 x -.25 x 13